Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Recall: zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit. Phone( e1): (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated on (B)(6) 2024 with coolsculpting system to the upper abdomen, middle abdomen, and lower abdomen using the cooladvantage plus, coolcore applicator and to the infrascapular areas using the legacy coolcurve plus applicator. The patient was assessed with paradoxical hyperplasia (ph) in the upper abdomen, middle abdomen, lower abdomen, and infrascapular areas.